Event description:
Related manufacturer reference number: 1627487-2022-00452. It was reported that the patient was experiencing paresthesia in her hand, elbow, and sometimes neck. Reportedly, one of the patient's leads was exhibiting high impedances. Reprogramming was unable to resolve the issue. As a result, the physician explanted and replaced the patient's leads. During the procedure, it was discovered that the patient's other lead had migrated. Surgical intervention resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.